Event description:
The user facility reported that a tr band became deflated during a percutaneous coronary intervention (pci) procedure. Reportedly, some blood loss did occur due to the deflation. However, no additional details have been provided by the user facility.

Manufacturer narrative:
(B)(4). The involved device was received by the manufacturing facility in (B)(4) for further evaluation. Inspection and testing of the returned sample confirmed that there were no defects or anomalies and product performance specifications were met. However, upon close inspection under magnification, what appeared to be a detached loop from the wrist-band's hook and loop fastener was found to be adhering inside the valve. A review of the device history record confirmed there was no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. While the cause of the reported event cannot be definitively determined based on the available information, it is theorized that this detached loop may have been caught in the air-sealing area of the back-flow valve when it was used by the reporting facility, which could have caused the reported air leak. The labeling does address the potential for such a deflation event in the instructions-for-use with statements such as: "be careful that no foreign particles get into the air injection port when injecting the air. The air could leak"; and "patient should not be left unattended while the tr band is in use." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).